Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this implantable cardioverter defibrillator delivered an inappropriate shock due to supraventricular tachycardia. This device remains in service. No adverse patient effects were reported.